Event description:
An olympus field service engineer reported on behalf of the customer, the evis lucera elite colonovideoscope experienced debris in the water jet line. The unspecified procedure was completed using another device. There was no reported delay in procedure or patient harm associated with this event.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation of debris in water jet line was not confirmed. In addition, the angulation in the up direction was out of standards due to worn of angle-wire. The light guide lens was broken. The adhesive part of bending section cover was broken. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. There was no delay in precleaning after the procedure. The auxiliary water channel was flushed with water by using the flushing pump or manually. The device was not use on a patient with foreign material. The customer followed reprocessing steps according to instruction for use. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported malfunction. The DHR confirmed that the subject device was shipped in accordance with the specifications. A definitive root cause for this issue was not established. The main component of the foreign material was silicone. Silicone rubber was used in various applications such as watertight packing, silicone adhesive, and silicone parts; therefore, origin could not be identified from the analysis. The silicone could have been a product used in combination with device. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was provided regarding this event. The intended procedure was an unspecified therapeutic approach.